Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending (lad) artery. Predilation was performed using a 2.0x20mm maverick balloon catheter. A 2.75x38mm promus element plus drug-eluting stent was then selected to treat the target lesion but was unable to cross. The lesion was dilated again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. The most proximal row of struts were lifted upwards. No issues were noted with the balloon and tip sections of the device. There were no kinks or other damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).